Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information is unknown. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The reporter stated that the surgeon indicated at one day post op that everything was fine but they had dry eyes and to use artificial tears. The reporter was informed by the surgeon to return in 3 months as the surgeon could not do anything until the eye was healed. The consumer was advised to speak to their surgeon regarding the issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Consumer was asked to contact company should additional details become available. Educational materials were emailed to the patient. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient states since they took the patch off she sees a blurred, smudge on the periphery of her vision. When patient looks straight it is pretty clear, but when patient looks left or right she sees the smudge spot. Patient surgeon saw her at one day post op and told her everything was fine but her eyes were dry and to use artificial tears. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).